Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The call was disconnected and multiple contact attempts were made by technical support to obtain additional information regarding the issue; however, no response was received.